Manufacturer narrative:
(B)(4) follow up it was reported the needle is tearing up the vial top causing plastic particles to enter the vial. Our quality team has completed a device history record review for material number 305180 and lot number 3347864. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description: it was reported by customer that the blunt fill needle is not leaking, however it is ¿tearing up¿ the vial top causing plastic particles to enter the vial. Verbatim: material # 305180. Batch # 3347864. Hcp reported that the blunt fill needle is not leaking, however it is ¿tearing up¿ the vial top causing plastic particles to enter the vial.